Event description:
It was reported when using the bd bbl¿ mgit¿ oadc enrichment, bottle contamination was present which led to a control sample growing microbacterium testaceum. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. G.5. PMA / 510(k)#: k954932, k974883 h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl¿ mgit¿ oadc enrichment, bottle contamination was present which led to a control sample growing microbacterium testaceum. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bactec mgit oadc enrichment (material 245116) is manufactured by mixing media components into a homogenous solution. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedure. Six bactec mgit oadc enrichment vials are then manually packaged into a carton to complete the kit. The batch history record was reviewed and was satisfactory per internal procedures. Formulation, filling, torquing, and packaging processes were within specifications. In process checks were performed at the designated intervals. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed and there are no other complaints on this batch. Retention samples from batch 2343383 were expired and not available for inspection. There were no photos submitted nor returns received to assist with the investigation of this complaint. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.